Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. It was noted that the battery gauge increased to 100% without being charged. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.